Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation confirmed result of the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the obtained information, the foreign material was unable to be specified and the cause of the foreign material remaining was unable to be specified since it is unknown whether reprocessing was practiced in accordance with instruction for use (IFU). Therefore, the root cause of the foreign material remaining in the subject device was unable to be specified. The following is included in the device instructions for use (IFU): ¿instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿ olympus will continue to monitor field performance for this device.